Manufacturer narrative:
(B)(4). Batch # n9228v. Additional information was obtained: the 4th clip was overclipped on the adjacent one and it appeared to be technique related. The 4th clip was removed along with another. The analysis results found that the el5ml device was received with no damage in the external components. In addition, one clip malformed was returned in a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the fourth firing of the device it was noticed that the clip didn't close all the way. It was observed that the clips were very close together and the surgeon had some concern as to how well/strong the clips were formed on the vessel. The procedure was completed using the same device. There was no patient consequence.